Event description:
It was reported a patient experienced a break in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as the patient made a mistake and had a touch contamination, did not wear a mask, and did not clean the exchange area before performing therapy. The patient was hospitalized for one day for peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.